Event description:
General report received of an unspecified number of undocumented incidents of devices not sounding audible tones during alarm conditions. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This report represents all the information known by the rptr upon query by hospira personnel.